Event description:
Venous line became separated from subclavian catheter - patient blood loss estimated at +- 1 pint. Pt lost consciousness, pulse, respirations and bp. CPR initiated - regained bp, p, r in +- 10 mins - transported to hosp via ambulance.